Event description:
Medtronic received information that during use, this biopump stopped when the rpms were 3,400. The hand crank was used to run the pump and the device was rebooted. The pump resumed normal functioning and use was continued. One hour later, the device was being switched out as a precaution and the pump stopped again (rpm was again 3,400). The perfusionist reported that before starting the unit, an error message may have been displayed, but this was not confirmed. Also, at the second pump stop, the rpm displayed was zero, however, the perfusionist thought the motor was running. There was no alarm during pcps and it was confirmed that the power cable was plugged correctly into the wall. The device was not moved during pcps. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, the reported clinical observation was confirmed through review of the memory log. The memory log indicated the instrument was run for approximately 30-1/4 hours, then the motor stopped and flow was lost. The instrument was rebooted and used for another 10.75 hours, then the motor stopped and flow was lost. No error codes were found in the memory log during this time frame. The instrument was analyzed for 2-1/2 days at 3,400 rpm. No anomalies were noted in the instrument's performance during laboratory testing. Conclusion: the memory log review and instrument testing were not conclusive for root cause of the clinical observation as the unit operated normally during laboratory testing. The IFU for this product states: the medtronic centrifugal blood pumping system is intended to pump blood through the extracorporeal bypass circuit for extracorporeal support for periods appropriate to cardiopulmonary bypass procedures (up to 6 hours). Using the bio-pump centrifugal pump beyond the labeled recommendations may result in failure of the centrifugal pump. (B)(6). (B)(4).